Event description:
The clinical coordinator from the home healthcare company reported that, "a patient was on vacation from ontario canada. The home healthcare company was called to fix a power supply issue in 2007 12:00pm. We replaced the power cord assembly. We received a call from the patient's caregiver at 9:30pm stating the ltv 1000 was not functioning; no air flow. Since they have a backup ventilator on the power chain the family was instructed to switch ventilators and keep the patient on another device. We received another phone call on the next day at 9:00, asking for another ventilator due to the problem from last night. I spoke to the nurse who stated the ventilator did not give any air flow. She turned it off then back on and got a hw fault. She repeated turning on and off 2 or 3 times, then it seemed ok for a short time. While plugged into ac, she started to get bat low then bat empty alarms. I could hear the alarm going off on vent(first). I instructed the nurse to silence reset. The nurse stated she could not silence it. I instructed the nurse to take the patient off the ventilator and place her on her other ventilator (second). She said she would. I arrived at the hotel about 1300. "The patient was on the second device and in no distress. I placed a test lung on the ventilator circuit that was attached to the first device and turned on the ventilator. "There was no air flow. All lights come on but no flow for up to 1 minute". I instructed the nurse to silence reset. The nurse stated she could not silence it. I instructed the nurse to take the patient off the ventilator and place her on her other ventilator. She said she would. I arrived at the hotel about 1300. The patient was on the other device and in no distress. I placed a test lung on the ventilator circuit that was attached to the first device and turned on the ventilator. There was no air flow. All lights come on but no flow for up to 1 minute". Once the air was flowing, the unit alarm messages low press, high press kept flashing. I turned off the ventilator then did a check out test. All passed including the leak test. I then went into the trace recording. I found the following alarms: hourmtr; vent ckk; batmpt1; batmpo; batlow1; fanflt1; fanflt0. I instructed the nurse to use ventilator(first) and not to use second device. The patient is totally vent dependent". No allegation of vent malfunction causing patient harm. Inop alarm was not activated. Other alarm messages displayed: hw fault, batempt, batlow, defaults". Power source at the time of event.